Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of 27nov2024 was reviewed. At 16:58, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm remained active for the duration of the log file. The driveline was disconnected from the controller at 17:16, consistent with a controller exchange. The backup battery fault alarm did not prevent the controller from supporting the system as intended while the driveline was connected. Provided information indicated that the exchanging the system controller resolved the backup battery alarm. No equipment was returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (serial number: (B)(6) and it was found that the battery passed. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook,section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (IFU) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the clinic with backup battery faults. Log files were submitted for further evaluation. The log file captured backup battery faults on (B)(6) 2024 due to the backup battery failing the load test. It appeared that the controller was replaced at the end of the log file. The customer confirmed the system controller was exchanged and the issue resolved.